Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported aligners have sharp edges and are causing soreness and cuts around their gums and inner lip. Provided tips for gum tissue discomfort and cutting and recommended filing aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.